Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax fibula surgery, the locking screw could not be locked. The surgeon exchanged the screw for a new one and surgery was completed.